Manufacturer narrative:
Follow up received on 25-oct-2016: legal claim received through a lawsuit filed by the consumer. The consumer used an iud before the implantation of essure. After the removal of the iud the physician prescribed her yasmin. She was a smoker. Essure was implanted on (B)(6) 2006 at hospital. One ring was implanted in right ovary two rings for left ovary. According to the medical report the access to the tubo-ovarian (left side) was difficult. Since the beginning of the implantation the patient presented chronically: pelvic pain, abdominal distension, abundant menstrual alterations, intense pain as childbirth pain, a number of diseases with chronic diarrhea, nausea, vomiting, fever, hyperhidrosis (diurnal and nocturnal), etc. The consumer was living a cavalry with several hospitalizations, laboratory tests without a diagnosis. She presented greenish bilateral, multiple discharge from both breasts. On (B)(6) 2008 an echography was performed. The diagnosis was: small nodules with a benign aspect (according to the appearance in the echography) seem to be small cysts of diverse sizes. Malignancy was not identified. During the medical examination she had pain with palpation. In (B)(6) 2009 she was diagnosed with galactorrhea. On (B)(6) 2009: normal breasts, without nodules but with bilateral galactorrhea. On (B)(6) 2009: cytology result about the green discharge: without malignant cells, it was diagnosed a keratin plug. On (B)(6) 2009: the galactorrhea remains. She was presenting mastodynia since 2 months. On (B)(6) 2010 fine-needle aspiration (inner quadrant of left breast): breast cyst with apocrine metaplasia. On (B)(6) 2010 smear performed: cervicitis, metaplasia and candidiasis were diagnosed. The consumer presents chronically: joint pain in all the body and muscle pain. On (B)(6) 2011 she was hospitalized, she presented: chronic diarrhea, dizziness, nauseas which at the beginning attributed to gastroenteritis but the symptoms remain. The diagnosis was not clear. Colonoscopy, echography, abdominal and pelvic CT, liver loe, loe head of the pancreas, loe third duodenal portion and a iii octreotide imaging requested. After 5 days ((B)(6) 2012) the consumer was hospitalized because her condition got worse, the nausea, the abdominal pain increased, diarrhea, generalized asthenia and epigastralgia. During the afternoon the consumer presented fever. In 2012 (unspecified date): chromogranin 12.4.6 ng/ ml (0-100). On (B)(6) 2012: nausea, headache. On (B)(6) 2012: the consumer presented hypotension on (B)(6) 2012- hypotension remains, profuse sweating during the night. The nausea remains in spite of the administration of yatrox. On (B)(6) 2012- she presented pain in left iliac fossa and right lumbar fossa, red color in urine. On (B)(6) 2012: magnetic resonance: 2 focal lesions compatible with simple liver cysts and calcified mesenteric lymph nodes on (B)(6) 2012- sensation of nausea and pain. The consumer received primperan as treatment for the nausea but it did not improve. Gastroscopy, magnetic resonance of the liver, laboratory test and endoscopy performed. The consumer was hospitalized until (B)(6) 2012. On (B)(6) 2012- abdominal and pelvic CT (see other relevant tests). On (B)(6) 2012: she was hospitalized again: chronic abdominal pain (exacerbation), nausea. On (B)(6) 2012- the consumer was hospitalized again: diarrhea (4-5 stools) since three weeks, mild asthenia, weight loss due to the diarrhea, dyspnea exacerbated on effort since a year, edema during the evening in lower limbs, heartburn, dysphagia, nausea, vomiting, abdominal pain, rectorrhagia due to the diarrhea, frontal headache (weekly episodes since 2 years), photophobia, photopsia, joint pain in the elbow, wrists and shoulder without arthritis, myalgias of the limbs, hypermenorrheas, episodes of sweating, generalized pruritus, skin lesions as small pimples, hair loss since may. She also had white expectoration during the morning, sporadic palpitations, episodes of flushing during the last 6 months, migraine and xerophthalmia. On (B)(6) 2012: fever of 37,5 celsius degree and 38 celsius degree, sweating and red urine. On (B)(6) 2012: fever persist, sweating, she presented bleeding (more than the bleeding presented when the colonoscopy was performed). On (B)(6) 2013: endoscopy performed- internal hemorrhoids. On (B)(6) 2013: requires medical attention for sweating and on (B)(6) 2013 for the chronic diarrhea. On (B)(6) 2013: suspicion of neuroendocrine tumor but the result of the magnetic resonance was normal. The galactorrhea remained and the consumer was presenting diminished libido. On (B)(6) 2013: the consumer was hospitalized due to generalized hyperhidrosis (especially feet, underarm, palms of the hands) intestine swelling as a pregnant women. The symptom remains. In the medical report was mentioned depression. On (B)(6) 2013: the consumer received botox for underarm on (B)(6) 2013: subclinical hypothyroidism. On (B)(6) 2013: subclinical hypothyroidism was not confirmed. On (B)(6) 2014: the sweating during the night persists, joint pain, frequent headache. On (B)(6) 2014: she was taking escitalopram and the galactorrhea remains, the blood tests were normal. On (B)(6) 2014: she has been presenting diarrhea and vomiting for 4 months. On (B)(6) 2015: she was diagnosed with intolerance to multiple metals. The consumer wanted to remove essure. On (B)(6) 2015: fluctuating back pain (left side) since a month, intense bilateral pain, fever and vomiting. Medical examination on (B)(6) 2015: it was demonstrated with a medical report dated 1991 that, during 1990-1997 she presented topical eczema on the back of the hands, which was considered with possible relationship to metals. On (B)(6) 2015: biopsy. On (B)(6) 2016- it was informed in the medical report that the consumer was presenting overweight and obesity. On (B)(6) 2015: the consumer referred multiple problems related to essure, as bleedings, intestine swelling, skin eruptions and was hospitalized. Physician proposed: bilateral salpingectomy by laparoscopy. In the medical report was mentioned that the she presented nickel allergy. On (B)(6) 2015: gynecologic endoscopy performed, medical examination, blood test, hormones, hematology profile test. (B)(6) 2015- fourth administration of botox. (B)(6) 2015- essure was removed by bilateral salpingectomy by laparoscopy, she was discharged the same day from the hospital. The consumer requested the material removed during the procedure. She received acetaminophen 1 g, then adolonta + primperan in 100 ml of saline solution. Fallopian tube biopsy was normal. After the procedure the patient experienced improvement, the swelling of the intestine, the sweating, joint pain, diarrhea, the discharge from the breast, the pruritus, headache improved. She was recovering her state of health. She received her discharge on (B)(6) 2015. On (B)(6) 2015, she had a medical control with the gynecologist, the examination was normal, the breast examination was normal. Echography: uterine fibroid of 2.65 cm. Cytology: normal. In december: laterocervical pain since a month, the health professional commented that it was an adenopathy, abnormal nodes. The symptom increased, associating with the movement and inflammation ipsilateral. She also presented flu with odynophagia. In february she presented earache with normal otoscopy and fever. On (B)(6) 2016: she received medical attention (emergency services). Chest x-ray: without impingement or lung alterations. She was diagnosed with adenopathy under study. The consumer noticed sweating during the night and she went to the hospital on (B)(6) 2016, in the emergency services, she received acetaminophen. She presented painful adenopathy. Blood test and x-ray performed with normal result. She was discharged. On (B)(6) 2016: CT scan (cervical thoracic and abdominal and pelvic): without significant findings. The consumer presented: dizziness, nausea, vomiting, fever, pelvic pain, headache and itching sensation. The reason provided was that, she was exposed to nickel during a long time and during the removal of essure, some fibers of pet were not removed. On (B)(6) 2016 she has a surgery due to a supra-umbilical hernia caused by the strain of vomiting. In this medical report, it was described that the consumer was allergic to nolotil and nickel. She received hibor 3.500 sc every 24 hours during 7 days, after the procedure and acetaminophen 1g every 8 hours. In (B)(6) 2016: the consumer presented again nausea and vomiting and on (B)(6) 2016 she went to the hospital due to alarming rectal bleeding, abdominal pain. A colonoscopy was requested. It was found hemorrhoids. On (B)(6) 2016: abdominal CT performed diverticulitis and ischemic colitis were ruled out. In the medical report it was mentioned joint hypermobility. The consumer was presenting exacerbation of pain in left iliac fossa since 4 days and occasional fever. Evolution: internal hemorrhoids, blood test leucocytes 11600. Diagnosis: rectal bleeding without signs of anemia. She was discharged of the hospital on (B)(6) 2016. Later, the consumer noticed pulling sensation in the uterus and swelling of the intestine. She was informed that it was necessary to remove the uterus due to the continuation of the pet fibers of essure which were not removed. The uterus was removed. Consumer commented that, for 10 years she did not have quality of life and during that period of time she was not able to work due to the complete disability. Company causality comment: this spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain since essure placement. She also had gastroenteritis, abdominal pain upper, dyspnea, peripheral edema, dyspepsia, dysphagia, headache, photophobia, photopsia, myalgia, hair loss, umbilical hernia, fever, weight loss, skin lesions and several episodes of diarrhea, nausea, dizziness, abdominal distension, hyperhidrosis, pruritus generalized, asthenia and rectal haemorrhage. Eight years after essure placement, she underwent bilateral salpingectomy. However, she believed that she continued to have pet fibers of essure (interpreted as device breakage) which were not removed. She had a pulling sensation in her uterus that she attributed to essure. Therefore, her uterus was removed around one year later. Only the events of pelvic pain, device breakage, uterine pain, abdominal pain, menorrhagia and genital bleeding are anticipated in the reference safety information for essure. Considering the nature of these anticipated events and the lack of alternative explanations, a causal relationship between these events and essure cannot be excluded. In contrast, all other events were assessed as not related due to their physiopathology and also due to the fact that essure has mainly a localized action in the fallopian tubes. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis has been requested. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 19-may-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer's medical history included she had twins. Consumer commented that in the same moment that essure was placed; she had pelvic pain, but also other pains increased. She had gastric issues, vomiting, diarrheas and other series of things which get worse with the passing of time. She commented that "her immunological system was fighting with a strange object which it wanted to expulse, that it is a reaction to a strange body". She suffered for 10 years in which she has lost jobs and her personal life has been hard due to uncertainty of not knowing what is happening to her. She did not somatize the vomiting or diarrhea. Nickel could be cause of her problems. She felt bad and sick, and the worst part is that she did not know what was happening to her. She felt scared as every day she was worse. Her physicians did not found any logic physical cause of her problems. Essure has given her work and sentimental issues. On (B)(6) 2015 she required surgery to remove essure, and since then to (B)(6) 2016 she felt pretty good, but since (B)(6) 2016 the problem is that she believes that remnants of essure still could be in her body. All the events were considered as related by consumer. Follow up information received on 30-may-2016: (B)(4). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain since essure placement. This event is listed in the reference safety information for essure.abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, the patient presented the event since the insertion. Therefore, considering event's nature and close temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Further information cannot be obtained (case derived from tv show).technical analysis has been requested.

Manufacturer narrative:
This is a spontaneous case report received from a consumer in spain on 19-may-2016 which refers to a 31-year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer's medical history included she had twins. Consumer commented that in the same moment that essure was placed she had pelvic pain, but also other pains increased. She had gastric issues, vomiting, diarrheas and other series of things which get worse with the passing of time. She commented that "her immunological system was fighting with a strange object which it wanted to expulse, that it is a reaction to a strange body". She suffered for 10 years in which she has lost jobs and her personal life has been hard due to uncertainty of not knowing what is happening to her. She did not somatize the vomiting or diarrhea. Nickel could be cause of her problems. She felt bad and sick, and the worst part is that she did not know what was happening to her. She felt scared as every day she was worse. Her physicians did not found any logic physical cause of her problems. Essure has given her work and sentimental issues. On (B)(6) 2015 she required surgery to remove essure, and since then to (B)(6) 2016 she felt pretty good, but since (B)(6) 2016 the problem is that she believes that remnants of essure still could be in her body. All the events were considered as related by consumer. Follow up information received on 30-may-2016: the spanish authority reference number for this report is (B)(4). Follow up received on 25-oct-2016: legal claim received through a lawsuit filed by the consumer. The consumer used an iud before the implantation of essure. After the removal of the iud the physician prescribed her yasmin. She was a smoker. Essure was implanted on (B)(6) 2006 at hospital. One ring was implanted in right ovary two rings for left ovary. According to the medical report the access to the tubo-ovarian (left side) was difficult. Since the beginning of the implantation the patient presented chronically: pelvic pain, abdominal distension, abundant menstrual alterations, intense pain as childbirth pain, a number of diseases with chronic diarrhea, nausea, vomiting, fever, hyperhidrosis (diurnal and nocturnal), etc. The consumer was living a calvary with several hospitalizations, laboratory tests without a diagnosis. She presented greenish bilateral, multiple discharge from both breasts. On (B)(6) 2008 an echography was performed. The diagnosis was: small nodules with a benign aspect (according to the appearance in the echography) seem to be small cysts of diverse sizes. Malignancy was not identified. During the medical examination she had pain with palpation. In (B)(6) 2009 she was diagnosed with galactorrhea. On (B)(6) 2009: normal breasts, without nodules but with bilateral galactorrhea. On (B)(6) 2009: cytology result about the green discharge: without malignant cells, it was diagnosed a keratin plug. On (B)(6) 2009: the galactorrhea remains. She was presenting mastodynia since 2 months. On (B)(6) 2010 fine-needle aspiration (inner quadrant of left breast): breast cyst with apocrine metaplasia. On (B)(6) 2010 smear performed: cervicitis, metaplasia and candidiasis were diagnosed. The consumer presents chronically: joint pain in all the body and muscle pain. On (B)(6) 2011 she was hospitalized, she presented: chronic diarrhea, dizziness, nausea which at the beginning attributed to gastroenteritis but the symptoms remain. The diagnosis was not clear. Colonoscopy, echography, abdominal and pelvic CT, liver loe, loe head of the pancreas, loe third duodenal portion and a iii octreotide imaging requested. After 5 days (B)(6) 2012) the consumer was hospitalized because her condition got worse, the nausea, the abdominal pain increased, diarrhea, generalized asthenia and epigastralgia. During the afternoon the consumer presented fever. In 2012 (unspecified date): chromogranin 12.4.6 ng/ ml (0-100) (B)(6) 2012: nausea, headache. (B)(6) 2012: the consumer presented hypotension. (B)(6) 2012- hypotension remains, profuse sweating during the night. The nausea remains in spite of the administration of yatrox. (B)(6) 2012- she presented pain in left iliac fossa and right lumbar fossa, red color in urine. (B)(6) 2012: magnetic resonance: 2 focal lesions compatible with simple liver cysts and calcified mesenteric lymph nodes. (B)(6) 2012- sensation of nausea and pain. The consumer received primperan as treatment for the nausea but it did not improve. Gastroscopy, magnetic resonance of the liver, laboratory test and endoscopy performed. The consumer was hospitalized until (B)(6) 2012. (B)(6) 2012- abdominal and pelvic CT (see other relevant tests). On (B)(6) 2012: she was hospitalized again: chronic abdominal pain (exacerbation), nausea. On (B)(6) 2012- the consumer was hospitalized again: diarrhea (4-5 stools) since three weeks, mild asthenia, weight loss due to the diarrhea, dyspnea exacerbated on effort since a year, edema during the evening in lower limbs, heartburn, dysphagia, nausea, vomiting, abdominal pain, rectorrhagia due to the diarrhea, frontal headache (weekly episodes since 2 years), photophobia, photopsia, joint pain in the elbow, wrists and shoulder without arthritis, myalgias of the limbs, hypermenorrheas, episodes of sweating, generalized pruritus, skin lesions as small pimples, hair loss since (B)(6). She also had white expectoration during the morning, sporadic palpitations, episodes of flushing during the last 6 months, migraine and xerophthalmia. (B)(6) 2012: fever of 37,5 celsius degree and 38 celsius degree, sweating and red urine. (B)(6) 2012: fever persist, sweating, she presented bleeding (more than the bleeding presented when the colonoscopy was performed). (B)(6) 2013: endoscopy performed- internal hemorrhoids. (B)(6) 2013: requires medical attention for sweating and on (B)(6) 2013 for the chronic diarrhea. (B)(6) 2013: suspicion of neuroendocrine tumor but the result of the magnetic resonance was normal. The galactorrhea remained and the consumer was presenting diminished libido. (B)(6) 2013: the consumer was hospitalized due to generalized hyperhidrosis (especially feet, underarm, palms of the hands) intestine swelling as a pregnant women. The symptom remains. In the medical report was mentioned depression. (B)(6) 2013: the consumer received botox for underarm. (B)(6) 2013: subclinical hypothyroidism. (B)(6) 2013: subclinical hypothyroidism was not confirmed. (B)(6) 2014: the sweating during the night persists, joint pain, frequent headache. (B)(6) 2014: she was taking escitalopram and the galactorrhea remains, the blood tests were normal. (B)(6) 2014: she has been presenting diarrhea and vomiting for 4 months. (B)(6) 2015: she was diagnosed with intolerance to multiple metals. The consumer wanted to remove essure. (B)(6) 2015: fluctuating back pain (left side) since a month, intense bilateral pain, fever and vomiting. Medical examination: (B)(6) 2015: it was demonstrated with a medical report dated 1991 that, during 1990-1997 she presented topical eczema on the back of the hands, which was considered with possible relationship to metals. (B)(6) 2015: biopsy. (B)(6) 2016- it was informed in the medical report that the consumer was presenting overweight and obesity. (B)(6) 2015: the consumer referred multiple problems related to essure, as bleedings, intestine swelling, skin eruptions and was hospitalized. Physician proposed: bilateral salpingectomy by laparoscopy. In the medical report was mentioned that the she presented nickel allergy. (B)(6) 2015: gynecologic endoscopy performed, medical examination, blood test, hormones, hematology profile test. (B)(6) 2015- fourth administration of botox. (B)(6) 2015- essure was removed by bilateral salpingectomy by laparoscopy, she was discharged the same day from the hospital. The consumer requested the material removed during the procedure. She received acetaminophen 1 g, then adolonta + primperan in 100 ml of saline solution. Fallopian tube biopsy was normal. After the procedure the patient experienced improvement, the swelling of the intestine, the sweating, joint pain, diarrhea, the discharge from the breast, the pruritus, headache improved. She was recovering her state of health. She received her discharge on (B)(6) 2015. On (B)(6) 2015, she had a medical control with the gynecologist, the examination was normal, the breast examination was normal. Echography: uterine fibroid of 2.65 cm. Cytology: normal. In december: laterocervical pain since a month, the health professional commented that it was an adenopathy, abnormal nodes. The symptom increased, associating with the movement and inflammation ipsilateral. She also presented flu with odynophagia. In (B)(6) she presented earache with normal otoscopy and fever. (B)(6) 2016: she received medical attention (emergency services). Chest x-ray: without impingement or lung alterations. She was diagnosed with adenopathy under study. The consumer noticed sweating during the night and she went to the hospital on (B)(6) 2016, in the emergency services, she received acetaminophen. She presented painful adenopathy. Blood test and x-ray performed with normal result. She was discharged. On (B)(6) 2016: CT scan (cervical thoracic and abdominal and pelvic): without significant findings. The consumer presented: dizziness, nausea, vomiting, fever, pelvic pain, headache and itching sensation. The reason provided was that, she was exposed to nickel during a long time and during the removal of essure, some fibers of pet were not removed. On (B)(6) 2016 she has a surgery due to a supra-umbilical hernia caused by the strain of vomiting. In this medical report, it was described that the consumer was allergic to nolotil and nickel. She received hibor 3.500 sc every 24 hours during 7 days, after the procedure and acetaminophen 1g every 8 hours. In (B)(6) 2016: the consumer presented again nausea and vomiting and on (B)(6) 2016 she went to the hospital due to alarming rectal bleeding, abdominal pain. A colonoscopy was requested. It was found hemorrhoids. (B)(6) 2016: abdominal CT performed diverticulitis and ischemic colitis were ruled out. In the medical report it was mentioned joint hypermobility. The consumer was presenting exacerbation of pain in left iliac fossa since 4 days and occasional fever. Evolution: internal hemorrhoids, blood test leucocytes 11600. Diagnosis: rectal bleeding without signs of anemia. She was discharged of the hospital on (B)(6) 2016. Later, the consumer noticed pulling sensation in the uterus and swelling of the intestine. She was informed that it was necessary to remove the uterus due to the continuation of the pet fibers of essure which were not removed. The uterus was removed. Consumer commented that, for 10 years she did not have quality of life and during that period of time she was not able to work due to the complete disability. Follow-up received on 29-nov-2016 via lay press: patient commented that her menstruation began to be more abundant and very painful, even she had fever. After years of investigation, patient concluded that the cause of all of her problems was essure, as she had already had allergy to an iud, so it was very possible that she could have an allergy to any essure's component. A bilateral salpingectomy by laparoscopy was performed in order to remove essure, but device was stripped and lost some textile fibers that were covering it, which remained in her uterus and dispersed on it, which caused her inflammation and pain in uterus. Patient will require a hysterectomy. Quality-safety evaluation received on 12-dec-2016: ptc global number: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Updated quality-safety evaluation received on 14-mar-2017: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up on 2-may-2017: updated quality safety evaluation of ptc: final assessment was changed (medical ptc assessment did not change): sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Evaluation code for results changed to 3221 (no results available since no evaluation performed). Follow-up on 05-jan-2018:information reported by the consumer through a lawsuit ¿ reporter information update; relevant medical history update; product information update; laboratory data, computerized axial tomography of the abdomen and pelvis showed no evidence of a remaining essure, computerized axial tomography revealed essure remain in the left side); treatment medications; event nickel and other metals allergy deletion (consumer¿s concomitant condition); event complication of device removal update to computerized axial tomography revealed essure remain in the left side; new events (uterine prolapse, high values of angiotensin converting enzyme (92 u/l), transferrin elevated - 179, saturation index elevated - 43.2%, post-traumatic stress with anxiety and depression); non-drug treatment (total hysterectomy due to uterine prolapse on (B)(6) 2016,); events outcome update (radical improvement). Follow-up on 06-oct-2020: lawyer report: patient initials and date of birth updated. This report was detected to be a duplicate to record erroneously reported from USA via social media # (B)(4) (medwatch 3500a MFR number 2951250-2020-00361) which will be deleted from bayer safety database, after all information was transferred to this record from spain # (B)(4) which will be retained. New: events added: diverticulosis, hernia (with hernioplasty, dysmenorrhea, anxiety, edema peripheral, skin discolouration. Duplicate events were summarized with addition of 'recurrent' based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain / intense pain as childbirth pain'), device breakage ('she believes that remnants of essure still could be in her body / some fibers of pet were not removed during essure removal'), abdominal distension ('recurrent abdominal distension, intestine swelling as a pregnant women'), menorrhagia ('hypermenorrheas'), generalized pruritus ('generalized pruritus'), diarrhoea ('chronic diarrheas'), dizziness ('recurrent dizziness'), gastroenteritis ('gastroenteritis'), weakness generalized ('recurrent generalized asthenia'), abdominal pain upper ('recurrent epigastralgia'), dyspnoea exertional ('dyspnea exacerbated on effort'), dyspepsia ('heartburn'), dysphagia ('dysphagia'), rectorrhagia ('rectorrhagia due to the diarrhea'), headache ('recurrent frontal headache (weekly episodes since 2 years)'), photophobia ('photophobia'), photopsia ('photopsia'), myalgia ('myalgias of the limbs, chronic muscle pain'), skin lesion ('skin lesions as small pimples'), alopecia ('hair loss'), hernia ('hernia'), umbilical hernia ('supra-umbilical hernia'), rectal bleeding ('alarming rectal bleeding'), pyrexia ('recurrent fever'), asthenia ('recurrent asthenia'), weight decreased ('weight loss'), nausea ('recurrent nausea'), vomiting ('recurrent vomiting'), hyperhidrosis ('recurrent episodes of excessive sweating, generalized hyperhidrosis (especially feet, underarm, palms of the hands)'), multiple episodes of abdominal pain ('chronic abdominal pain (exacerbation)', 'chronic abdominal pain') and multiple episodes of oedema peripheral ('edema during the evening in lower limbs', 'edema in evenings in lower limbs') in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "access to the tubo-ovarian (left side) was difficult." On (B)(6) 2006, device placement issue "two rings for left ovary (one ring in right ovary)", device use issue "two rings for left ovary" and device ineffective "essure did not work". The patient's medical history included twin pregnancy, lower limb fracture, facial bones fracture, dysmenorrhea, eczema and laparoscopy. Previously administered products included for an unreported indication: yasmin and iud. Past adverse reactions to the above products included hypersensitivity with iud. Concurrent conditions included smoker, allergy to metals and allergic reaction to analgesics. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced diarrhoea (seriousness criterion hospitalization), menstrual disorder ("abundant menstrual alterations"), pyrexia (seriousness criterion hospitalization) and nausea (seriousness criterion hospitalization). On (B)(6) 2008, the patient was found to have benign breast neoplasm ("small nodules with a benign aspect (small cysts of diverse sizes)") and experienced breast tenderness ("pain with palpation in breasts"). In (B)(6) 2009, the patient experienced galactorrhoea ("galactorrhea"). In 2009, the patient experienced breast pain ("mastodynia"). On (B)(6) 2010, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("metaplasia") and candida infection ("candidiasis"). On (B)(6) 2010, the patient experienced fibrocystic breast disease ("breast cyst with apocrine metaplasia"). In 2010, the patient experienced headache (seriousness criterion hospitalization). In 2011, the patient experienced dyspnoea exertional (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced hypotension ("hypotension"). On (B)(6) 2012, the patient experienced flank pain ("right lumbar fossa, bilateral pain") and urine coloring red ("red color in urine"). On (B)(6) 2012, the patient experienced pain ("pain"). In 2012, the patient experienced flushing ("episodes of flushing"). On (B)(6) 2012, the patient experienced rectorrhagia (seriousness criteria hospitalization and medically significant) and asthenia (seriousness criterion hospitalization) and was found to have weight decreased (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced red urine ("red urine"). On (B)(6) 2013, the patient experienced libido decreased ("diminished libido"). On (B)(6) 2013, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In (B)(6) 2015, the patient experienced back pain ("fluctuating back pain (left side)"). On (B)(6) 2015, the patient experienced contraceptive device removal incomplete ("computerized axial tomography revealed essure remain in the left side") and device removal failed ("device removal failed"). On (B)(6) 2015, the patient experienced fallopian tube enlargement ("proximal thickening in left tube"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid of 2.65 cm"). On (B)(6) 2016, the patient was found to have angiotensin converting enzyme increased ("high values of angiotensin converting enzyme (92 u/l)"), transferrin increased ("high values of transferrin (79)") and transferrin saturation increased ("high values of saturation index (43.2%)"). In 2016, the patient experienced pruritus ("itching sensation"). In (B)(6) 2016, the patient experienced rectal bleeding (seriousness criteria hospitalization and medically significant). On (B)(6) 2016, the patient experienced uterine prolapse ("uterine prolapse") and post procedural infection ("infection caused by e.coli and enterobacter after the last procedure") and was found to have escherichia test positive ("infection caused by e.coli and enterobacter after the last procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criterion hospitalization), abdominal distension (seriousness criterion hospitalization), menorrhagia (seriousness criterion hospitalization), generalized pruritus (seriousness criterion hospitalization), the second episode of abdominal pain (seriousness criterion hospitalization), uterine pain ("the patient noticed pulling sensation in the uterus / pain in uterus"), immune system disorder ("her immunological system was fighting with a strange object which wanted to be expulsed"), gastric disorder ("gastric issues"), diverticulum ("diverticulosis"), malaise ("she was sick"), feeling abnormal ("she was feeling bad"), breast discharge ("greenish bilateral, multiple discharge from both breasts"), arthralgia ("chronic joint pain in all the body"), dizziness (seriousness criterion hospitalization), gastroenteritis (seriousness criterion hospitalization), weakness generalized (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization), abdominal pain lower ("recurrent pain in left iliac fossa"), hepatic cyst ("2 focal lesions compatible with simple liver cysts"), lymph node calcification ("calcified mesenteric lymph nodes"), the first episode of oedema peripheral (seriousness criterion hospitalization), dyspepsia (seriousness criterion hospitalization), dysphagia (seriousness criterion hospitalization), photophobia (seriousness criteria hospitalization and medically significant), photopsia (seriousness criteria hospitalization and medically significant), myalgia (seriousness criterion hospitalization), skin lesion (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization), productive cough ("white expectoration during the morning"), palpitations ("sporadic palpitations"), migraine ("migraine"), xerophthalmia ("xerophthalmia"), dysmenorrhoea ("terrible pains similar to labour pain with periods"), hernia (seriousness criterion hospitalization), rash ("recurrent skin eruptions"), neck pain ("laterocervical pain since a month"), lymphadenopathy ("adenopathy and abnormal nodes") with lymph node pain, odynophagia ("odynophagia"), ear pain ("earache"), umbilical hernia (seriousness criterion medically significant), drug hypersensitivity ("patient is allergic to nolotil"), haemorrhoids ("internal hemorrhoids"), hypermobility syndrome ("joint hypermobility"), hyperprolactinaemia ("hyperprolactinaemia"), night sweats ("recurrent profuse sweating during the night"), vomiting (seriousness criterion hospitalization), hyperhidrosis (seriousness criterion hospitalization), depression ("depression, depressive syndrome"), obesity ("obesity"), influenza ("flu"), uterine inflammation ("inflammation in uterus due to remaining fibers"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), the second episode of oedema peripheral ("edema in evenings in lower limbs") and rash macular ("small spots on skin"). The patient was hospitalized on (B)(6) 2011 and then on (B)(6) 2012. The patient was treated with bemiparin sodium (hibor), botulinum toxin type a (botox), calcifediol (hidroferol), escitalopram, lorazepam, lormetazepam, metoclopramide hydrochloride (primperan), omeprazole, ondansetron hydrochloride (yatrox), paracetamol (acetaminophen), rupatadine fumarate (rupafin), tramadol hydrochloride (adolonta) and surgery (hernioplasty (B)(6) 2016, hysterectomy and bilateral salpingectomy by laparoscopy with partial essure removal on (B)(6) 2015, removal of remaining essure on (B)(6) 2016 and total hysterectomy due to uterine prolapse). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the contraceptive device removal incomplete and device removal failed had resolved. At the time of the report, the pelvic pain, abdominal distension, generalized pruritus, the last episode of abdominal pain, pruritus, uterine pain, diarrhoea, breast discharge, breast tenderness, galactorrhoea, breast pain, fibrocystic breast disease, candida infection, arthralgia, dizziness, gastroenteritis, weakness generalized, abdominal pain upper, hypotension, abdominal pain lower, flank pain, dyspnoea exertional, dyspepsia, dysphagia, rectorrhagia, headache, photophobia, photopsia, myalgia, skin lesion, alopecia, productive cough, palpitations, flushing, migraine, xerophthalmia, dysmenorrhoea, the last episode of oedema peripheral, rash macular and libido decreased was resolving, the device breakage, menorrhagia, immune system disorder, gastric disorder, malaise, feeling abnormal, menstrual disorder, benign breast neoplasm, cervicitis, uterine cervical metaplasia, uterine inflammation and fallopian tube enlargement had resolved, the diverticulum, urine coloring red, hepatic cyst, lymph node calcification, hernia, hypothyroidism, back pain, rash, uterine leiomyoma, neck pain, lymphadenopathy, odynophagia, ear pain, umbilical hernia, drug hypersensitivity, rectal bleeding, haemorrhoids, hypermobility syndrome, hyperprolactinaemia, pyrexia, night sweats, pain, asthenia, weight decreased, nausea, vomiting, hyperhidrosis, red urine, depression, obesity, influenza, uterine prolapse, post procedural infection, escherichia test positive, angiotensin converting enzyme increased, transferrin increased and transferrin saturation increased outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered all events to be related to essure (ess205). The reporter commented: surgery report from (B)(6) 2015 mentioned a proximal thickening in left tube. After total hysterectomy procedure on (B)(6) 2016 the consumer presented a radical improvement of the reported events. Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (4.8 - 10.1 %) - on an unknown date: 4.2 %. Angiotensin converting enzyme (10 - 50 u/l) - on (B)(6) 2016: 92 u/l. Biopsy - on (B)(6) 2010: fine-needle aspiration: breast cyst with apocrine metaplasia; on (B)(6) 2015: sigmoid colon-without significant findings; on (B)(6) 2015: biopsy sigmoid colon-without significant findings; on (B)(6) 2015: normal. Blood chromogranin a (0 - 100 ng/l) - on an unknown date: 8 ng/l; on (B)(6) 2014: 423 ng/l; in 2016: negative. Blood glucose (mg/dl) - on (B)(6) 2013: 59 mg/dl. Blood immunoglobulin e (0 - 110 ku/l) - on an unknown date: 162 ku/l. Blood iron (49 - 151) - on (B)(6) 2014: elevated: 217. Blood phosphorus (2.5 - 4.7 mg/dl) - on (B)(6) 2013: 5.1 mg/dl. Blood prolactin - on (B)(6) 2009: normal; on (B)(6) 2013: 33.5 ng/ml; on (B)(6) 2014: 49.4 ng/ml. Blood test - on (B)(6) 2012: results: normal renal function. Blood thyroid stimulating hormone (0.4 - 5) - on (B)(6) 2009: normal; on (B)(6) 2013: elevated: 5.28. Chest x-ray - on (B)(6) 2012: normal - without significant findings; in (B)(6) 2015: normal. Coagulation test - in (B)(6) 2015: normal. Colonoscopy - on (B)(6) 2012: internal hemorrhoids. Computerised tomogram - on (B)(6) 2012: iii octreotide imaging - without pathologic result; in 2016: end of 2016: essure remain in the left side. Computerised tomogram head - on (B)(6) 2012: normal; on (B)(6) 2012: normal. Computerised tomogram pelvis - on (B)(6) 2012: small bilateral jugular - carotid nodes, non significant (for the size), the biggest in left side with 9 mm. Left thyroid nodule of 13 mm, unspecified. The calcified nodule persist. Conclusion: without significant findings. Conclusion: without significant findings; on (B)(6) 2015: no expansion in kidneys, no lithiasis, no significant findings; on (B)(6) 2016: without significant findings; on (B)(6) 2016: diverticulitis and ischemic colitis were ruled out; on (B)(6) 2016: no evidence of remaining essure. Cytology - on (B)(6) 2009: keratin plug; on (B)(6) 2014: results: non-malignant. Electrocardiogram - in (B)(6) 2015: normal. Endoscopy upper gastrointestinal tract - on (B)(6) 2012: normal - no significant findings. Lymphocyte count (1.3 - 2.9 10e3/mm3) - in 2016: 3.5 10e3/mm3. Magnetic resonance imaging - on (B)(6) 2012: 2 focal lesions: liver cysts compatible with simple cysts and calcified mesenteric lymph nodes; on (B)(6) 2013: normal. Magnetic resonance imaging liver - on (B)(6) 2012: 2 focal lesions compatible with simple cysts of 5 mm in segment ii and 4 mm in segment vii. The image of the nodule, compatible with calcified mesenteric lymph node of 12 mm . Unspecified left nodes para-aortic. Mean cell haemoglobin (27 - 32 pg) - on an unknown date: 32.4 pg; on (B)(6) 2012: 32.8 pg; in 2016: 32.6 pg; on (B)(6) 2012: 15.5 pg. Neutrophil count - in (B)(6) 2012: elevated: 69 %; on an unknown date: 5.7 10e3/mm3; on (B)(6) 2012: 8 10e3/mm3; on (B)(6) 2016: 6.1 10e3/mm3; in 2016: 6.5 10e3/mm3; in 2016: 7.1 10e3/mm3. Neutrophil percentage (2 - 5 %) - on (B)(6) 2013: 6.2 %; on an unknown date: 68.7 %; on (B)(6) 2012: 74.7 %; in (B)(6) 2015: 65.7 %; on (B)(6) 2016: 65.2 %. Otoscopy - in 2016: normal. Pathology test - on (B)(6) 2015: no abnormal findings. Red blood cell count (4 - 5.4 t/l) - on (B)(6) 2012: 3.95 t/l; in 2016: 3.94 t/l. Smear cervix - on (B)(6) 2010: cervicitis, metaplasia and candidiasis. Transferrin (49 - 151 mcg/dl) - on (B)(6) 2016: 179 mcg/dl. Transferrin saturation (20 - 40 %) - on (B)(6) 2016: 43.2 %. Ultrasound scan - on (B)(6) 2008: small nodules with a benign aspect seem to be small cysts of diverse sizes, there is a cysts of 6 mm (right quadrant of the right breast)- malignancy was not identified. Urine analysis - on (B)(6) 2014: elevated at 423 (limits 50 - 250); in (B)(6) 2014: elevated at 12000 (limits 50 - 250. White blood cell count (4.5 - 11 10e3/mm3) - in 2016: 11.6 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This is a spontaneous case report received from a consumer in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer's medical history included she had twins. Consumer commented that in the same moment that essure was placed; she had pelvic pain, but also other pains increased. She had gastric issues, vomiting, diarrheas and other series of things which get worse with the passing of time. She commented that "her immunological system was fighting with a strange object which it wanted to expulse, that it is a reaction to a strange body." She suffered for 10 years in which she has lost jobs and her personal life has been hard due to uncertainty of not knowing what is happening to her. She did not somatize the vomiting or diarrhea. Nickel could be cause of her problems. She felt bad and sick, and the worst part is that she did not know what was happening to her. She felt scared as every day she was worse. Her physicians did not found any logic physical cause of her problems. Essure has given her work and sentimental issues. On (B)(6) 2015 she required surgery to remove essure, and since then to (B)(6) 2016 she felt pretty good, but since (B)(6) 2016 the problem is that she believes that remnants of essure still could be in her body. All the events were considered as related by consumer. Follow up information received on 30-may-2016: the (B)(6) authority reference number for this report is (B)(4). Follow up received on 25-oct-2016: legal claim received through a lawsuit filed by the consumer. The consumer used an iud before the implantation of essure. After the removal of the iud the physician prescribed her yasmin. She was a smoker. Essure was implanted on (B)(6) 2006 at hospital. One ring was implanted in right ovary two rings for left ovary. According to the medical report the access to the tubo-ovarian (left side) was difficult. Since the beginning of the implantation the patient presented chronically: pelvic pain, abdominal distension, abundant menstrual alterations, intense pain as childbirth pain, a number of diseases with chronic diarrhea, nausea, vomiting, fever, hyperhidrosis (diurnal and nocturnal), etc. The consumer was living a cavalry with several hospitalizations, laboratory tests without a diagnosis. She presented greenish bilateral, multiple discharge from both breasts. On (B)(6) 2008 an echography was performed. The diagnosis was: small nodules with a benign aspect (according to the appearance in the echography) seem to be small cysts of diverse sizes. Malignancy was not identified. During the medical examination she had pain with palpation. In (B)(6) 2009 she was diagnosed with galactorrhea. On (B)(6) 2009: normal breasts, without nodules but with bilateral galactorrhea. On (B)(6) 2009: cytology result about the green discharge: without malignant cells, it was diagnosed a keratin plug. On (B)(6) 2009: the galactorrhea remains. She was presenting mastodynia since 2 months. On (B)(6) 2010 fine-needle aspiration (inner quadrant of left breast): breast cyst with apocrine metaplasia. On (B)(6) 2010 smear performed: cervicitis, metaplasia and candidiasis were diagnosed. The consumer presents chronically: joint pain in all the body and muscle pain. On (B)(6) 2011 she was hospitalized, she presented: chronic diarrhea, dizziness, nausea which at the beginning attributed to gastroenteritis but the symptoms remain. The diagnosis was not clear. Colonoscopy, echography, abdominal and pelvic CT, liver loe, loe head of the pancreas, loe third duodenal portion and a iii octreotide imaging requested. After 5 days ((B)(6) 2012) the consumer was hospitalized because her condition got worse, the nausea, the abdominal pain increased, diarrhea, generalized asthenia and epigastralgia. During the afternoon the consumer presented fever. In 2012 (unspecified date): chromogranin 12.4.6 ng/ ml (0-100) on (B)(6) 2012: nausea, headache. On (B)(6) 2012: the consumer presented hypotension. On (B)(6) 2012- hypotension remains, profuse sweating during the night. The nausea remains in spite of the administration of yatrox. On (B)(6) 2012- she presented pain in left iliac fossa and right lumbar fossa, red color in urine. On (B)(6) 2012: magnetic resonance: 2 focal lesions compatible with simple liver cysts and calcified mesenteric lymph nodes. On (B)(6) 2012- sensation of nausea and pain. The consumer received primperan as treatment for the nausea but it did not improve. Gastroscopy, magnetic resonance of the liver, laboratory test and endoscopy performed. The consumer was hospitalized until (B)(6) 2012. On (B)(6) 2012- abdominal and pelvic CT (see other relevant tests). On (B)(6) 2012: she was hospitalized again: chronic abdominal pain (exacerbation), nausea. On (B)(6) 2012- the consumer was hospitalized again: diarrhea (4-5 stools) since three weeks, mild asthenia, weight loss due to the diarrhea, dyspnea exacerbated on effort since a year, edema during the evening in lower limbs, heartburn, dysphagia, nausea, vomiting, abdominal pain, rectorrhagia due to the diarrhea, frontal headache (weekly episodes since 2 years), photophobia, photopsia, joint pain in the elbow, wrists and shoulder without arthritis, myalgias of the limbs, hypermenorrheas, episodes of sweating, generalized pruritus, skin lesions as small pimples, hair loss since may. She also had white expectoration during the morning, sporadic palpitations, episodes of flushing during the last 6 months, migraine and xerophthalmia. On (B)(6) 2012: fever of 37,5 celsius degree and 38 celsius degree, sweating and red urine. On (B)(6) 2012: fever persist, sweating, she presented bleeding (more than the bleeding presented when the colonoscopy was performed). On (B)(6) 2013: endoscopy performed- internal hemorrhoids. On (B)(6) 2013: requires medical attention for sweating and on (B)(6) 2013 for the chronic diarrhea. On (B)(6) 2013: suspicion of neuroendocrine tumor but the result of the magnetic resonance was normal. The galactorrhea remained and the consumer was presenting diminished libido. On (B)(6) 2013: the consumer was hospitalized due to generalized hyperhidrosis (especially feet, underarm, palms of the hands) intestine swelling as a pregnant women. The symptom remains. In the medical report was mentioned depression. On(B)(6) 2013: the consumer received botox for underarm. On (B)(6) 2013: subclinical hypothyroidism. On (B)(6) 2013: subclinical hypothyroidism was not confirmed. On (B)(6) 2014: the sweating during the night persists, joint pain, frequent headache. On (B)(6) 2014: she was taking escitalopram and the galactorrhea remains, the blood tests were normal. On (B)(6) 2014: she has been presenting diarrhea and vomiting for 4 months. On (B)(6) 2015: she was diagnosed with intolerance to multiple metals. The consumer wanted to remove essure. On (B)(6) 2015: fluctuating back pain (left side) since a month, intense bilateral pain, fever and vomiting. Medical examination. On (B)(6) 2015: it was demonstrated with a medical report dated 1991 that, during 1990-1997 she presented topical eczema on the back of the hands, which was considered with possible relationship to metals. On (B)(6) 2015: biopsy. On (B)(6) 2016- it was informed in the medical report that the consumer was presenting overweight and obesity. On (B)(6) 2015: the consumer referred multiple problems related to essure, as bleedings, intestine swelling, skin eruptions and was hospitalized. Physician proposed: bilateral salpingectomy by laparoscopy. In the medical report was mentioned that the she presented nickel allergy. On (B)(6) 2015: gynecologic endoscopy performed, medical examination, blood test, hormones, hematology profile test. On (B)(6) 2015- fourth administration of botox. On (B)(6) 2015- essure was removed by bilateral salpingectomy by laparoscopy, she was discharged the same day from the hospital. The consumer requested the material removed during the procedure. She received acetaminophen 1 g, then adolonta + primperan in 100 ml of saline solution. Fallopian tube biopsy was normal. After the procedure the patient experienced improvement, the swelling of the intestine, the sweating, joint pain, diarrhea, the discharge from the breast, the pruritus, headache improved. She was recovering her state of health. She received her discharge on (B)(6) 2015. On (B)(6) 2015, she had a medical control with the gynecologist, the examination was normal, the breast examination was normal. Echography: uterine fibroid of 2.65 cm. Cytology: normal. In (B)(6): laterocervical pain since a month, the health professional commented that it was an adenopathy, abnormal nodes. The symptom increased, associating with the movement and inflammation ipsilateral. She also presented flu with odynophagia. In february she presented earache with normal otoscopy and fever. On (B)(6) 2016: she received medical attention (emergency services). Chest x-ray: without impingement or lung alterations. She was diagnosed with adenopathy under study. The consumer noticed sweating during the night and she went to the hospital on (B)(6) 2016, in the emergency services, she received acetaminophen. She presented painful adenopathy. Blood test and x-ray performed with normal result. She was discharged. On (B)(6) 2016: CT scan (cervical thoracic and abdominal and pelvic): without significant findings. The consumer presented: dizziness, nausea, vomiting, fever, pelvic pain, headache and itching sensation. The reason provided was that, she was exposed to nickel during a long time and during the removal of essure, some fibers of pet were not removed. On (B)(6) 2016 she has a surgery due to a supra-umbilical hernia caused by the strain of vomiting. In this medical report, it was described that the consumer was allergic to nolotil and nickel. She received hibor 3.500 sc every 24 hours during 7 days, after the procedure and acetaminophen 1g every 8 hours. In (B)(6) 2016: the consumer presented again nausea and vomiting and on (B)(6) 2016 she went to the hospital due to alarming rectal bleeding, abdominal pain. A colonoscopy was requested. It was found hemorrhoids. On (B)(6) 2016: abdominal CT performed diverticulitis and ischemic colitis were ruled out. In the medical report it was mentioned joint hypermobility. The consumer was presenting exacerbation of pain in left iliac fossa since 4 days and occasional fever. Evolution: internal hemorrhoids, blood test leucocytes 11600. Diagnosis: rectal bleeding without signs of anemia. She was discharged of the hospital on (B)(6) 2016. Later, the consumer noticed pulling sensation in the uterus and swelling of the intestine. She was informed that it was necessary to remove the uterus due to the continuation of the pet fibers of essure which were not removed. The uterus was removed. Consumer commented that, for 10 years she did not have quality of life and during that period of time she was not able to work due to the complete disability. Follow-up received on 29-nov-2016 via lay press: patient commented that her menstruation began to be more abundant and very painful, even she had fever. After years of investigation, patient concluded that the cause of all of her problems was essure, as she had already had allergy to an iud, so it was very possible that she could have an allergy to any essure's component. A bilateral salpingectomy by laparoscopy was performed in order to remove essure, but device was stripped and lost some textile fibers that were covering it, which remained in her uterus and dispersed on it, which caused her inflammation and pain in uterus. Patient will require a hysterectomy. Quality-safety evaluation received on 12-dec-2016: ptc global number: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Updated quality-safety evaluation received on 14-mar-2017: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2758 cases. Device breakage: the analysis in the global safety database revealed 1622 cases. Uterine pain: the analysis in the global safety database revealed 26 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Follow-up on 2-may-2017: updated quality safety evaluation of ptc - final assessment was changed (medical ptc assessment did not change): sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. (B)(4). Company causality comment: this spontaneous case report is under litigation. It refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and experienced pelvic pain since essure placement. She also had gastroenteritis, abdominal pain upper, dyspnea, peripheral edema, dyspepsia, dysphagia, headache, photophobia, photopsia, myalgia, hair loss, menorrhagia, abdominal pain, umbilical hernia, fever, weight loss, skin lesions and several episodes of diarrhea, nausea, dizziness, abdominal distension, hyperhidrosis, pruritus generalized, asthenia and rectal haemorrhage. Eight years after essure placement, she underwent bilateral salpingectomy. However, she believed that she continued to have pet fibers of essure (interpreted as device breakage) which were not removed. She had a pulling sensation in her uterus that she attributed to essure. Therefore, her uterus was removed around one year later. Only the events of pelvic pain, device breakage, uterine pain, abdominal pain, menorrhagia and genital bleeding are anticipated in the reference safety information for essure. Considering the nature of these anticipated events and the lack of alternative explanations, a causal relationship between these events and essure cannot be excluded. In contrast, all other events were assessed as not related due to their physiopathology and also due to the fact that essure has mainly a localized action in the fallopian tubes. This case is regarded as incident since surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain / intense pain as childbirth pain/ pain'), device breakage ('she believes that remnants of essure still could be in her body / some fibers of pet were not removed during essure removal'), abdominal pain lower ('chronic abdominal pain/ chronic abdominal pain (exacerbation)/ recurrent pain in left iliac fossa'), pruritus ('generalized pruritus, recurrent'), menorrhagia ('hypermenorrheas, abundant menses'), gastroenteritis ('gastroenteritis'), asthenia ('recurrent asthenia, generalized'), diarrhoea ('chronic diarrheas'), weight decreased ('weight loss'), dyspnoea exertional ('dyspnea exacerbated on effort'), dyspepsia ('heartburn'), dysphagia ('dysphagia'), photophobia ('photophobia'), photopsia ('photopsia'), myalgia ('myalgias of the limbs, chronic muscle pain'), skin lesion ('skin lesions as small pimples'), alopecia ('hair loss'), hernia ('hernia') and rectal haemorrhage ('alarming rectal bleeding') in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "access to tubo-ovarian (left side) was difficult" on (B)(6) 2006, device placement issue "two rings for left ovary (one ring in right ovary)" and device use issue "two rings for left ovary". The patient's medical history included twin pregnancy, lower limb fracture, facial bones fracture, dysmenorrhea, eczema (topical eczema on the back of the hands) and laparoscopy. Previously administered products included for an unreported indication: yasmin and iud. Past adverse reactions to the above products included hypersensitivity with iud. Concurrent conditions included smoker, allergy to metals, allergic reaction to analgesics and hyperprolactinemia. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with uterine pain, menorrhagia (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), pyrexia ("recurrent fever") and nausea ("recurrent nausea"). On (B)(6)2008, the patient experienced fibrocystic breast disease ("breast cyst with apocrine metaplasia/ small nodules with a benign aspect (small cysts of diverse sizes)"). On (B)(6)2010, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("metaplasia") and vulvovaginal candidiasis ("candidiasis vaginal"). In 2010, the patient experienced headache ("recurrent frontal headache (weekly episodes since 2 years)"). In 2011, the patient experienced dyspnoea exertional (seriousness criterion hospitalization). On (B)(6)2012, the patient experienced hypotension ("hypotension"). On (B)(6)2012, the patient experienced flank pain ("right lumbar fossa, bilateral pain") and urine coloring red ("red color in urine"). In 2012, the patient experienced flushing ("episodes of flushing"). On (B)(6)2012, the patient experienced asthenia (seriousness criterion hospitalization) and was found to have weight decreased (seriousness criterion hospitalization). On (B)(6)2012, the patient experienced red urine ("red urine"). On 2013, the patient experienced libido decreased ("diminished libido"). On (B)(6)2013, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In (B)(6)2015, the patient experienced back pain ("fluctuating back pain (left side)"). On (B)(6)2015, the patient experienced allergy to metals ("final diagnosis of intolerance to multiple metals/ allergy to nickel"). On (B)(6)2015, the patient experienced complication of device removal ("essure remain in left side"). On (B)(6)2015, the patient experienced fallopian tube enlargement ("proximal thickening in left tube"). On (B)(6)2015, the patient was found to have uterine leiomyoma ("uterine fibroid of 2.65 cm"). In (B)(6)2015, the patient experienced influenza ("flu"). In 2016, the patient experienced pruritus (seriousness criterion hospitalization). In (B)(6)2016, the patient experienced rectal haemorrhage (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced uterine prolapse ("uterine prolapse") and post procedural infection ("infection caused by e.coli and enterobacter after the last procedure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion hospitalization), gastroenteritis (seriousness criterion hospitalization), abdominal distension ("recurrent abdominal distension, intestine swelling as a pregnant women"), dysmenorrhoea ("terrible pains similar to labour pain with periods"), rash ("recurrent skin eruptions"), uterine inflammation ("inflammation in uterus due to remaining fibers"), diverticulum ("diverticulosis"), arthralgia ("chronic joint pain in all the body"), dizziness ("recurrent dizziness"), abdominal pain upper ("recurrent epigastralgia"), oedema peripheral ("edema during the evening in lower limbs, recurrent"), dyspepsia (seriousness criterion hospitalization), dysphagia (seriousness criterion hospitalization), photophobia (seriousness criteria hospitalization and medically significant), photopsia (seriousness criteria hospitalization and medically significant), myalgia (seriousness criterion hospitalization), skin lesion (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization), productive cough ("white expectoration during the morning"), palpitations ("sporadic palpitations"), migraine ("migraine"), xerophthalmia ("xerophthalmia"), hernia (seriousness criterion hospitalization), neck pain ("laterocervical pain since a month"), lymphadenopathy ("adenopathy and abnormal nodes"), ear pain ("earache"), umbilical hernia ("supra-umbilical hernia"), haemorrhoids ("internal hemorrhoids"), hypermobility syndrome ("joint hypermobility"), night sweats ("recurrent profuse sweating during the night"), hyperhidrosis ("recurrent episodes of excessive sweating, generalized hyperhidrosis (especially feet, underarm, palms of the hands)"), vomiting ("recurrent vomiting"), depression ("depression, depressive syndrome"), obesity ("obesity"), post-traumatic stress disorder ("post-traumatic stress") and skin discolouration ("small spots on skin"). The patient was hospitalized on (B)(6) 2011. The patient was treated with bemiparin sodium (hibor), botulinum toxin type a (botox), calcifediol (hidroferol), escitalopram, lorazepam, lormetazepam, metoclopramide hydrochloride (primperan), omeprazole, ondansetron hydrochloride (yatrox), paracetamol (acetaminophen), rupatadine fumarate (rupafin), tramadol hydrochloride (adolonta) and surgery (hernioplasty (B)(6)2016, hysterectomy and bilateral salpingectomy by laparoscopy with partial essure removal on (B)(6)2015, removal of remaining essure on (B)(6)2016 and total hysterectomy due to uterine prolapse). Essure (ess205) was removed on (B)(6)2016. On (B)(6)2016, the complication of device removal had resolved. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, menorrhagia, abdominal distension, uterine inflammation, cervicitis, uterine cervical metaplasia, arthralgia, oedema peripheral, dyspepsia, myalgia, alopecia, rectal haemorrhage, nausea, vomiting and fallopian tube enlargement had resolved, the pruritus, allergy to metals, gastroenteritis, diarrhoea, dysmenorrhoea, headache, fibrocystic breast disease, vulvovaginal candidiasis, dizziness, abdominal pain upper, hypotension, flank pain, dyspnoea exertional, dysphagia, photophobia, photopsia, skin lesion, productive cough, palpitations, flushing, migraine, xerophthalmia, pyrexia, obesity, skin discolouration and libido decreased was resolving, the asthenia, weight decreased, rash, back pain, diverticulum, urine coloring red, hernia, hypothyroidism, uterine leiomyoma, neck pain, lymphadenopathy, ear pain, umbilical hernia, haemorrhoids, hypermobility syndrome, night sweats, hyperhidrosis, red urine, depression, influenza, uterine prolapse and post procedural infection outcome was unknown and the post-traumatic stress disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, asthenia, back pain, cervicitis, complication of device removal, depression, device breakage, diarrhoea, diverticulum, dizziness, dysmenorrhoea, dyspepsia, dysphagia, dyspnoea exertional, ear pain, fallopian tube enlargement, fibrocystic breast disease, flank pain, flushing, gastroenteritis, haemorrhoids, headache, hernia, hyperhidrosis, hypermobility syndrome, hypotension, hypothyroidism, influenza, libido decreased, lymphadenopathy, menorrhagia, migraine, myalgia, nausea, neck pain, night sweats, obesity, oedema peripheral, palpitations, pelvic pain, photophobia, photopsia, post procedural infection, post-traumatic stress disorder, productive cough, pruritus, pyrexia, rash, rectal haemorrhage, skin discolouration, skin lesion, umbilical hernia, urine coloring red, uterine cervical metaplasia, uterine inflammation, uterine leiomyoma, uterine prolapse, vomiting, vulvovaginal candidiasis, weight decreased, xerophthalmia and red urine to be related to essure (ess205). The reporter commented: her immunological system was fighting with a strange object which wanted to be expulsed. She was feeling bad. Admission to hospitals and medical tests, but a diagnosis was never reached nor were pathological conditions detected that explained her symptoms. Surgery report from (B)(6)2015 mentioned a proximal thickening in left tube. After total hysterectomy procedure on (B)(6)2016 the consumer presented a radical recovery of most symptoms, nausea, vomiting, dyspepsia, flatulence, rectal bleeding, edema, osteomuscular pain, alopecia, and continuous pelvic pain. The weight load has been completely reduced. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2015: epicutaneous test - positive with allergy to nickel, negative for other metals; diagnosis: contact dermatitis due to nickel sensitization. Alpha 1 globulin (4.8 - 10.1 %) - on an unknown date: 4.2 %. Angiotensin converting enzyme (10 - 50 u/l) - on (B)(6)2016: 92 u/l. Biopsy - on (B)(6)2010: fine-needle aspiration: breast cyst with apocrine metaplasia; on (B)(6)2015: sigmoid colon-without significant findings; on (B)(6)2015: biopsy sigmoid colon-without significant findings; on (B)(6)2015: normal. Blood chromogranin a (0 - 100 ng/l) - on an unknown date: 8 ng/l; on (B)(6)2014: 423 ng/l; in 2016: negative. Blood glucose (mg/dl) - on (B)(6)2013: 59 mg/dl. Blood immunoglobulin e (0 - 110 ku/l) - on an unknown date: 162 ku/l. Blood iron (49 - 151) - on (B)(6)2014: elevated: 217. Blood phosphorus (2.5 - 4.7 mg/dl) - on (B)(6)2013: 5.1 mg/dl. Blood prolactin - on (B)(6)2009: normal; on (B)(6)2013: 33.5 ng/ml; on (B)(6)2014: 49.4 ng/ml. Blood test - on (B)(6)2012: results: normal renal function. Blood thyroid stimulating hormone (0.4 - 5) - on (B)(6)2009: normal; on (B)(6)2013: elevated: 5.28. Chest x-ray - on (B)(6)2012: normal - without significant findings; in (B)(6)2015: normal. Coagulation test - in (B)(6)2015: normal. Colonoscopy - on (B)(6)2012: internal hemorrhoids. Computerised tomogram - on (B)(6)2012: iii octreotide imaging - without pathologic result; in 2016: end of 2016: essure remain in the left side. Computerised tomogram head - on (B)(6)2012: normal; on (B)(6)2012: normal. Computerised tomogram pelvis - on (B)(6)2012: small bilateral jugular - carotid nodes, non significant (for the size), the biggest in left side with 9 mm. Left thyroid nodule of 13 mm, unspecified. The calcified nodule persist. Conclusion: without significant findings. Conclusion: without significant findings; on (B)(6)2015: no expansion in kidneys, no lithiasis, no significant findings; on (B)(6)2016: without significant findings; on (B)(6)2016: diverticulitis and ischemic colitis were ruled out; on (B)(6)2016: no evidence of remaining essure. Cytology - on (B)(6)2009: test of breast secretion: keratin plug; on (B)(6)2014: results: non-malignant. Electrocardiogram - in (B)(6)2015: normal. Endoscopy upper gastrointestinal tract - on (B)(6)2012: normal - no significant findings. Lymphocyte count (1.3 - 2.9 10e3/mm3) - in 2016: 3.5 10e3/mm3. Magnetic resonance imaging - on (B)(6)2012: 2 focal lesions: liver cysts compatible with simple cysts and calcified mesenteric lymph nodes; on (B)(6)2013: normal. Magnetic resonance imaging liver - on (B)(6)2012: 2 focal lesions compatible with simple cysts of 5 mm in segment ii and 4 mm in segment vii. The image of the nodule, compatible with calcified mesenteric lymph node of 12 mm . Unspecified left nodes para-aortic. Mean cell haemoglobin (27 - 32 pg) - on an unknown date: 32.4 pg; on (B)(6)2012: 32.8 pg; in 2016: 32.6 pg; on (B)(6)2012: 15.5 pg. Neutrophil count - in (B)(6)2012: elevated: 69 %; on an unknown date: 5.7 10e3/mm3; on (B)(6)2012: 8 10e3/mm3; on (B)(6)2016: 6.1 10e3/mm3; in 2016: 6.5 10e3/mm3; in 2016: 7.1 10e3/mm3. Neutrophil percentage (2 - 5 %) - on (B)(6)2013: 6.2 %; on an unknown date: 68.7 %; on (B)(6)2012: 74.7 %; in (B)(6)2015: 65.7 %; on (B)(6)2016: 65.2 %. Otoscopy - in 2016: normal. Pathology test - on (B)(6)2015: no abnormal findings. Red blood cell count (4 - 5.4 t/l) - on (B)(6)2012: 3.95 t/l; in 2016: 3.94 t/l. Smear cervix - on (B)(6)2010: cervicitis, metaplasia and candidiasis. Transferrin (49 - 151 mcg/dl) - on (B)(6)2016: 179 mcg/dl. Transferrin saturation (20 - 40 %) - on (B)(6)2016: 43.2 %. Ultrasound scan - on (B)(6)2008: small nodules with a benign aspect seem to be small cysts of diverse sizes, there is a cysts of 6 mm (right quadrant of the right breast)- malignancy was not identified. Urine analysis - on (B)(6)2014: elevated at 423 (limits 50 - 250); in (B)(6)2014: elevated at 12000 (limits 50 - 250. White blood cell count (4.5 - 11 10e3/mm3) - in 2016: 11.6 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2021: no new clinical information received, update to imdrf/FDA codes. Due to the size of the cases, several events were demoted to symptoms; events recurring on different dates were merged ("recurrent" added). Generic descriptions (disorder, issue) were deleted if more specific events of the same system were mentioned within the same time span. Double entries of laboratory results or incidental findings as events were deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on (B)(6) 2016 via lay press: patient commented that her menstruation began to be more abundant and very painful, even she had fever. After years of investigation, patient concluded that the cause of all of her problems was essure, as she had already had allergy to an iud, so it was very possible that she could have an allergy to any essure's component. A bilateral salpingectomy by laparoscopy was performed in order to remove essure, but device was stripped and lost some textile fibers that were covering it, which remained in her uterus and dispersed on it, which caused her inflammation and pain in uterus. Patient will require a hysterectomy. Quality-safety evaluation received on (B)(6) 2016: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed 1(B)(4) cases. Uterine pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report is under litigation. It refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and experienced pelvic pain since essure placement. She also had gastroenteritis, abdominal pain upper, dyspnea, peripheral edema, dyspepsia, dysphagia, headache, photophobia, photopsia, myalgia, hair loss, menorrhagia, abdominal pain, umbilical hernia, fever, weight loss, skin lesions and several episodes of diarrhea, nausea, dizziness, abdominal distension, hyperhidrosis, pruritus generalized, asthenia and rectal haemorrhage. Eight years after essure placement, she underwent bilateral salpingectomy. However, she believed that she continued to have pet fibers of essure (interpreted as device breakage) which were not removed. She had a pulling sensation in her uterus that she attributed to essure. Therefore, her uterus was removed around one year later. Only the events of pelvic pain, device breakage, uterine pain, abdominal pain, menorrhagia and genital bleeding are anticipated in the reference safety information for essure. Considering the nature of these anticipated events and the lack of alternative explanations, a causal relationship between these events and essure cannot be excluded. In contrast, all other events were assessed as not related due to their physiopathology and also due to the fact that essure has mainly a localized action in the fallopian tubes. This case is regarded as incident since surgical device removal was required. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This is a spontaneous case report received from a consumer in (B)(6) on 19-may-2016 which refers to a (B)(6) year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer's medical history included she had twins. Consumer commented that in the same moment that essure was placed; she had pelvic pain, but also other pains increased. She had gastric issues, vomiting, diarrheas and other series of things which get worse with the passing of time. She commented that "her immunological system was fighting with a strange object which it wanted to exposé, that it is a reaction to a strange body". She suffered for 10 years in which she has lost jobs and her personal life has been hard due to uncertainty of not knowing what is happening to her. She did not somatize the vomiting or diarrhea. Nickel could be cause of her problems. She felt bad and sick, and the worst part is that she did not know what was happening to her. She felt scared as every day she was worse. Her physicians did not found any logic physical cause of her problems. Essure has given her work and sentimental issues. On (B)(6) 2015 she required surgery to remove essure, and since then to (B)(6) 2016 she felt pretty good, but since (B)(6) 2016 the problem is that she believes that remnants of essure still could be in her body. All the events were considered as related by consumer. Follow up information received on 30-may-2016: the (B)(6) authority reference number for this report is (B)(4). Follow up received on 25-oct-2016: legal claim received through a lawsuit filed by the consumer. The consumer used an iud before the implantation of essure. After the removal of the iud the physician prescribed her yasmin. She was a smoker. Essure was implanted on (B)(6) 2006 at hospital. One ring was implanted in right ovary two rings for left ovary. According to the medical report the access to the tubo-ovarian (left side) was difficult. Since the beginning of the implantation the patient presented chronically: pelvic pain, abdominal distension, abundant menstrual alterations, intense pain as childbirth pain, a number of diseases with chronic diarrhea, nausea, vomiting, fever, hyperhidrosis (diurnal and nocturnal), etc. The consumer was living a cavalry with several hospitalizations, laboratory tests without a diagnosis. She presented greenish bilateral, multiple discharge from both breasts. On (B)(6) 2008 an echography was performed. The diagnosis was: small nodules with a benign aspect (according to the appearance in the echography) seem to be small cysts of diverse sizes. Malignancy was not identified. During the medical examination she had pain with palpation. In (B)(6) 2009 she was diagnosed with galactorrhea. On (B)(6) 2009: normal breasts, without nodules but with bilateral galactorrhea. On (B)(6) 2009: cytology result about the green discharge: without malignant cells, it was diagnosed a keratin plug. On (B)(6) 2009: the galactorrhea remains. She was presenting mastodynia since 2 months. On (B)(6) 2010 fine-needle aspiration (inner quadrant of left breast): breast cyst with apocrine metaplasia. On (B)(6) 2010 smear performed: cervicitis, metaplasia and candidiasis were diagnosed. The consumer presents chronically: joint pain in all the body and muscle pain. On (B)(6) 2011 she was hospitalized, she presented: chronic diarrhea, dizziness, nausea which at the beginning attributed to gastroenteritis but the symptoms remain. The diagnosis was not clear. Colonoscopy, echography, abdominal and pelvic CT, liver loe, loe head of the pancreas, loe third duodenal portion and a iii octreotide imaging requested. After 5 days ((B)(6) 2012) the consumer was hospitalized because her condition got worse, the nausea, the abdominal pain increased, diarrhea, generalized asthenia and epigastralgia. During the afternoon the consumer presented fever. In 2012 (unspecified date): chromogranin 12.4.6 ng/ ml (0-100). On (B)(6) 2012: nausea, headache. On (B)(6) 2012: the consumer presented hypotension. On (B)(6) 2012- hypotension remains, profuse sweating during the night. The nausea remains in spite of the administration of yatrox. On (B)(6) 2012- she presented pain in left iliac fossa and right lumbar fossa, red color in urine. On (B)(6) 2012: magnetic resonance: 2 focal lesions compatible with simple liver cysts and calcified mesenteric lymph nodes. On (B)(6) 2012- sensation of nausea and pain. The consumer received primperan as treatment for the nausea but it did not improve. Gastroscopy, magnetic resonance of the liver, laboratory test and endoscopy performed. The consumer was hospitalized until (B)(6) 2012. On (B)(6) 2012- abdominal and pelvic CT (see other relevant tests). On (B)(6) 2012: she was hospitalized again: chronic abdominal pain (exacerbation), nausea. On (B)(6) 2012- the consumer was hospitalized again: diarrhea (4-5 stools) since three weeks, mild asthenia, weight loss due to the diarrhea, dyspnea exacerbated on effort since a year, edema during the evening in lower limbs, heartburn, dysphagia, nausea, vomiting, abdominal pain, rectorrhagia due to the diarrhea, frontal headache (weekly episodes since 2 years), photophobia, photopsia, joint pain in the elbow, wrists and shoulder without arthritis, myalgias of the limbs, hypermenorrhea, episodes of sweating, generalized pruritus, skin lesions as small pimples, hair loss since (B)(6). She also had white expectoration during the morning, sporadic palpitations, episodes of flushing during the last 6 months, migraine and xerophthalmia. On (B)(6) 2012: fever of 37,5 celsius degree and 38 celsius degree, sweating and red urine. On (B)(6) 2012: fever persist, sweating, she presented bleeding (more than the bleeding presented when the colonoscopy was performed). On (B)(6) 2013: endoscopy performed- internal hemorrhoids. On (B)(6) 2013: requires medical attention for sweating and on (B)(6) 2013 for the chronic diarrhea. On (B)(6) 2013: suspicion of neuroendocrine tumor but the result of the magnetic resonance was normal. The galactorrhea remained and the consumer was presenting diminished libido. On (B)(6) 2013: the consumer was hospitalized due to generalized hyperhidrosis (especially feet, underarm, palms of the hands) intestine swelling as a pregnant women. The symptom remains. In the medical report was mentioned depression. On (B)(6) 2013: the consumer received botox for underarm. On (B)(6) 2013: subclinical hypothyroidism. On (B)(6) 2013: subclinical hypothyroidism was not confirmed. On (B)(6) 2014: the sweating during the night persists, joint pain, frequent headache. On (B)(6) 2014: she was taking escitalopram and the galactorrhea remains, the blood tests were normal. On (B)(6) 2014: she has been presenting diarrhea and vomiting for 4 months. On (B)(6) 2015: she was diagnosed with intolerance to multiple metals. The consumer wanted to remove essure. On (B)(6) 2015: fluctuating back pain (left side) since a month, intense bilateral pain, fever and vomiting. Medical examination on (B)(6) 2015: it was demonstrated with a medical report dated 1991 that, during 1990-1997 she presented topical eczema on the back of the hands, which was considered with possible relationship to metals. On (B)(6) 2015: biopsy. On (B)(6) 2016- it was informed in the medical report that the consumer was presenting overweight and obesity. On (B)(6) 2015: the consumer referred multiple problems related to essure, as bleedings, intestine swelling, skin eruptions and was hospitalized. Physician proposed: bilateral salpingectomy by laparoscopy. In the medical report was mentioned that the she presented nickel allergy. On (B)(6) 2015: gynecologic endoscopy performed, medical examination, blood test, hormones, hematology profile test. On (B)(6) 2015- fourth administration of botox. On (B)(6) 2015- essure was removed by bilateral salpingectomy by laparoscopy, she was discharged the same day from the hospital. The consumer requested the material removed during the procedure. She received acetaminophen 1 g, then adolonta + primperan in 100 ml of saline solution. Fallopian tube biopsy was normal. After the procedure the patient experienced improvement, the swelling of the intestine, the sweating, joint pain, diarrhea, the discharge from the breast, the pruritus, headache improved. She was recovering her state of health. She received her discharge on (B)(6) 2015. On (B)(6) 2015, she had a medical control with the gynecologist, the examination was normal, the breast examination was normal. Echography: uterine fibroid of 2.65 cm. Cytology: normal. In december: laterocervical pain since a month, the health professional commented that it was an adenopathy, abnormal nodes. The symptom increased, associating with the movement and inflammation ipsilateral. She also presented flu with odynophagia. In (B)(6) she presented earache with normal otoscopy and fever. On (B)(6) 2016: she received medical attention (emergency services). Chest x-ray: without impingement or lung alterations. She was diagnosed with adenopathy under study. The consumer noticed sweating during the night and she went to the hospital on (B)(6) 2016, in the emergency services, she received acetaminophen. She presented painful adenopathy. Blood test and x-ray performed with normal result. She was discharged. On (B)(6) 2016: CT scan (cervical thoracic and abdominal and pelvic): without significant findings. The consumer presented: dizziness, nausea, vomiting, fever, pelvic pain, headache and itching sensation. The reason provided was that, she was exposed to nickel during a long time and during the removal of essure, some fibers of pet were not removed. On (B)(6) 2016 she has a surgery due to a supra-umbilical hernia caused by the strain of vomiting. In this medical report, it was described that the consumer was allergic to nolotil and nickel. She received hibor 3.500 sc every 24 hours during 7 days, after the procedure and acetaminophen 1g every 8 hours. In j(B)(6) 2016: the consumer presented again nausea and vomiting and on (B)(6) 2016 she went to the hospital due to alarming rectal bleeding, abdominal pain. A colonoscopy was requested. It was found hemorrhoids. On (B)(6) 2016: abdominal CT performed diverticulitis and ischemic colitis were ruled out. In the medical report it was mentioned joint hypermobility. The consumer was presenting exacerbation of pain in left iliac fossa since 4 days and occasional fever. Evolution: internal hemorrhoids, blood test leucocytes 11600. Diagnosis: rectal bleeding without signs of anemia. She was discharged of the hospital on (B)(6) 2016. Later, the consumer noticed pulling sensation in the uterus and swelling of the intestine. She was informed that it was necessary to remove the uterus due to the continuation of the pet fibers of essure which were not removed. The uterus was removed. Consumer commented that, for 10 years she did not have quality of life and during that period of time she was not able to work due to the complete disability. Follow-up received on 29-nov-2016 via lay press: patient commented that her menstruation began to be more abundant and very painful, even she had fever. After years of investigation, patient concluded that the cause of all of her problems was essure, as she had already had allergy to an iud, so it was very possible that she could have an allergy to any essure's component. A bilateral salpingectomy by laparoscopy was performed in order to remove essure, but device was stripped and lost some textile fibers that were covering it, which remained in her uterus and dispersed on it, which caused her inflammation and pain in uterus. Patient will require a hysterectomy. Quality-safety evaluation received on 12-dec-2016: ptc global number: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Updated quality-safety evaluation received on 14-mar-2017: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2758 cases. Device breakage: the analysis in the global safety database revealed 1622 cases. Uterine pain: the analysis in the global safety database revealed 26 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Follow-up on 02-may-2017: updated quality safety evaluation of ptc - final assessment was changed (medical ptc assessment did not change): sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Evaluation code for results changed to (B)(4) (no results available since no evaluation performed). Most recent follow-up information includes: on 05-jan-2018: information reported by the consumer through a lawsuit ¿ reporter information update; relevant medical history update; product information update; laboratory data, computerized axial tomography of the abdomen and pelvis showed no evidence of a remaining essure, computerized axial tomography revealed essure remain in the left side); treatment medications; event nickel and other metals allergy deletion (consumer¿s concomitant condition); event complication of device removal update to computerized axial tomography revealed essure remain in the left side; new events (uterine prolapse, high values of angiotensin converting enzyme (92 u/l), transferrin elevated - 179, saturation index elevated - 43.2%, post-traumatic stress with anxiety and depression); non-drug treatment (total hysterectomy due to uterine prolapse on (B)(6) 2016); events outcome update (radical improvement). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jan-2018 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 9534 cases. Device breakage: the analysis in the global safety database revealed 2126 cases. Uterine pain: the analysis in the global safety database revealed 45 cases. Complication of device removal: the analysis in the global safety database revealed 71 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Updated quality-safety evaluation received on 14-mar-2017: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report is under litigation. It refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and experienced pelvic pain since essure placement. She also had gastroenteritis, abdominal pain upper, dyspnea, peripheral edema, dyspepsia, dysphagia, headache, photophobia, photopsia, myalgia, hair loss, menorrhagia, abdominal pain, umbilical hernia, fever, weight loss, skin lesions and several episodes of diarrhea, nausea, dizziness, abdominal distension, hyperhidrosis, pruritus generalized, asthenia and rectal haemorrhage. Eight years after essure placement, she underwent bilateral salpingectomy. However, she believed that she continued to have pet fibers of essure (interpreted as device breakage) which were not removed. She had a pulling sensation in her uterus that she attributed to essure. Therefore, her uterus was removed around one year later. Only the events of pelvic pain, device breakage, uterine pain, abdominal pain, menorrhagia and genital bleeding are anticipated in the reference safety information for essure. Considering the nature of these anticipated events and the lack of alternative explanations, a causal relationship between these events and essure cannot be excluded. In contrast, all other events were assessed as not related due to their physiopathology and also due to the fact that essure has mainly a localized action in the fallopian tubes. This case is regarded as incident since surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.